Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and electrical test. Visual analysis of the returned catheter revealed tip damage, it was found a hole at the tip with exposed wires. Electrical testing was performed, in accordance with bwi procedures. The catheter failed, no electrical readings were observed on electrodes. A failure analysis was performed and the catheter was found with a hole at the tip with exposed wires. Based on the information recovered the potential failure could be related to damage at tip area. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial; the instructions for use contain the following warning: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
A patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole with wire exposure at the tip of the catheter during returned product analysis. It was initially reported by the customer that during the pvc operation, the signal interference noise was observed on ic, bs, or all ECG (bs + ic) channels. A second catheter was used to complete the operation. There was no adverse event reported on patient. The noise was observed on both the carto® and recording system. The physician did have another source with intact ECG signal available to monitor patient heart rhythm. The customer¿s reported loss of signals on the carto® and recording system is not considered to be an MDR reportable malfunction since the risk to the patient is low. On 13-aug-2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, pal revealed that a visual inspection of the device found hole with wire exposure at the tip of the catheter. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation on (B)(6) 2021 and reassessed it as MDR reportable.